Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The returned device was tested with multiple scopes and a video processor; a b30 error was not observed during testing. However, the evaluation found a scope socket failure due to loose connection (locking mechanism not protecting pins). A non-olympus lamp was found installed in the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30," scope communication error occurred. The problem, as reported to olympus, occurred during a patient procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the error likely occurred due to failure of the combined devices. However, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.